Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 10-jan-2023. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr result on a 70 year old female patient withphlebite. There was no additional patient information available at the time of this report. I-stat 16-nov-2022 11h35 11h48 4.0 a, I-stat 16-nov-2022 12h28 12h33 1.7 b, lab 16-nov-2022 12h45 13h28 2.3 c. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.